Manufacturer narrative:
The handle was inspected on (B)(4) 2013 and the root cause of the breakage is unk. From the document review of the lot involved ((B)(4) handles mfg) no particular anomalies were found related to the problem. Up to now, we have not received similar events on handles of the same lot. A revision surgery is still pending and the surgeon has not yet decided how to proceed.

Event description:
The cable of the broach handle broke off when the surgeon engaged the broach. The post op x-ray of the pt shows a small piece of the mobile peg of the broach handle, broken with the cable, in the pt's joint. The surgeon did not carefully inspect the wound after the breakage of the handle and did not notice the metallic part inside the wound.

Manufacturer narrative:
No further information has been received concerning outcomes for the patient nor about the revision surgery. The case was closed with the information available at that time.